Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. A call to technical services on (B)(6) 2012 states far-field oversensing after vp and vs. Patient having inappropriate mode switches and losing av synchrony. Ra already least sensitive. A blank after vp already 85, a blank after vs at smart. Vp output 2.6 already at their nominal lowest. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).